Event description:
It was reported that the backlight was on, but the display remained black, affecting ability to interact with and read the pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer will continue to use current pump for insulin therapy.